Event description:
In 2008, the lay user/pt's daughter contacted lifescan (lfs) alleging that the display on the pt's onetouch basic enhanced meter was blurry. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. It is unk when the alleged display issue started. However, the reporter mentioned the issue was intermittent until recently. Despite the issue, the reporter claimed the pt continued to take his usual dose of diabetes medication (30 units of 70/30 in the morning and 15 units in the evening). On twelve days earlier, the reporter stated that the pt went to see his doctor because he had a problem with his "sugar being very high". At the doctor's office, the reporter stated the pt's blood glucose was tested (result unk), and that his doctor treated the pt with either 40 or 50 units of 70/30 insulin. The reporter denied that the pt developed any symptoms prior to, during, or after the reported issue began. In addition, it is unk if the pt was able to test successfully with the subject meter prior to this doctor's visit. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.